Event description:
It was reported that the patient was found to have low lead impedance back in january. No known surgical intervention has occurred to date. No other relevant information has been received to date.